Event description:
It was reported that the insulin pump had a drive support cap that came out, which the customer pushed back in. The insulin pump then alarmed motor error during priming. The blood glucose reading was 107 mg/dl. The customer stated that she had had a blood glucose reading in the 300 mg/dl range but she treated with a manual injection. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.